Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they went to emergency room on (B)(6) 2020 as they were experiencing high blood glucose level 548 mg/dl which was treated by insulin pump and blood glucose level dropped to 30 mg/dl. Customer was using insulin pump within 48 hours of reported event. Customer stated that insulin pump was exposed to magnetic field on (B)(6) 2020. Device will not be returned for analysis.